Event description:
The account alleged the bed had a fluid stain on the fire barrier in several areas of the mattress. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.